Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. D11: medical product: biolox delta lnr 32mm 50-52mm catalog #: 650-0791 lot #: 2018031015. Medical product: biolox delta lnr 32mm 50-52mm catalog #: 650-0791 lot #: 2017121402. Medical product: biolox delta lnr 32mm 50-52mm catalog #: 650-0791 lot #: 2017121024. Medical product: biolox delta lnr 36mm 58-60mm catalog #: 650-0796 lot #: 2016011033. Medical product: biolox delta lnr 36mm 58-60mm catalog #: 650-0796 lot #: 2015100886. Medical product: exceed abt 3hl shell 39/50mm catalog #: 123950 lot #: 6500384. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00939-1. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints product evaluation engineer for investigation. The investigation has been performed as per ukp032 rev.27. 1) returned product image: a. The product images can be found in the (B)(4). 2) results of product evaluation: a. Visual inspection confirmed the reported event. B. Visual checks. Confirmed the reported event ¿ liners are fractured. The following items have been returned: 1-exceed abt 3hl shell 39/50mm (item: 123950; lot: 6500384). 2-liner 32mm 50-52mm (item: 650-0791; lot: 2018031015). 3-liner 32mm 50-52mm (item: 650-0791; lot: 2017121402). 4- liner 32mm 50-52mm (item: 650-0791; lot: 2017121024). 5-exceed abt 3hl shell 48/60mm (item: 124860; lot: 3344183). 6-liner 36mm 58-60mm (item: 650-0796; lot: 2016011033). 7-liner 36mm 58-60mm (item 650-0796; lot: 2015100886). There are metal marks along the circumference of the liners, that indicate that the liners were firmly inserted in the shell. There are bone residue on the outer surface of the shell, indicating that the shell was well seated in the acetabular space. Both shells 50 and 60mm exhibit multiple scratches and dents on the rim. The dent/gouge on the inner edge of the rim extends to the articulating surface, please see image all fracture initiation sites have black marks of metal transfer, that correspond to the dents on the shells (50 and 60mm). The most likely root cause of the fracture: the first liner was misaligned and the gouge was caused by removing the liner. All subsequent liners fractured because of the gouge on the shells¿ rim that extends to the articulating surface. C. Dimensional checks: not relevant to the reported issue, the implant has been returned fractured. D. Assembly checks: not relevant to the reported issue, no assembly issues have been confirmed. E. Other tests: no other tests performed. F. The implant has been returned fractured. The most likely cause of the fracture gauge on the shells rim caused by the attempt to remove the initial shell. G. The complaint reported that the item is fractured. H. The most likely root cause: user error ¿ not following IFU that details that the implant must not be reused and has to be inspected for surface damage before implantation. In addition, 6 items (2 complaints) were reported from the same surgery indicating user error. The most likely root cause of the fracture: the first liner was misaligned and the gouge was caused by removing the liner. All subsequent liners fractured because of the gouge on the shells¿ rim that extends to the articulating surface. I. The product most likely left the company conforming. J. Complaint category as investigation code: functional: implant fracture. Imdrf : annex c (as investigated) : mechanical problem identified : stress problem identified : fracture problem. K. ¿cause code. Imdrf : cause traced to user : failure to follow instructions ¿ d1101. User issue ¿device damaged. 3) results of device history record review. A. 1-exceed abt 3hl shell 39/50mm (item: 123950; lot: 6500384) - mar 20, 2019. 2-liner 32mm 50-52mm (item: 650-0791; lot: 2018031015) - mar 3, 2018. 3-liner 32mm 50-52mm (item: 650-0791; lot: 2017121402) - jan 31, 2018. 4- liner 32mm 50-52mm (item: 650-0791; lot: 2017121024) - jan 8, 2018. 5-exceed abt 3hl shell 48/60mm (item: 124860; lot: 3344183) - jun 13, 2014. 6-liner 36mm 58-60mm (item: 650-0796; lot: 2016011033) - jan 29, 2016. 7-liner 36mm 58-60mm (item 650-0796; lot: 2015100886) - oct 28, 2015. B. The manufacturing history records (mhrs) of the returned components have been checked and verify that the parts were manufactured in accordance with the applicable specifications. C. Raw material/sterile certificate review. Not applicable, no material issues identified. 4) results of implant compatibility review: a. Not applicable, the type of shell used has not been reported. 5) summary of medical records and x-ray records review: a. Not applicable, the item has not been implanted. 6) reprocessing and inspection instructions: biomet exceed abt acetabular system attention operating surgeon (ref: 5400000427, revision: I) warns: ¿1. Clinical outcome may be affected by component positioning. Proper placement of the implant should take into consideration individual patient anatomy as well as surgeon preference. The surgical technique sets forth suggested guidelines for placement of the implant including inclination and anteversion. 2. Improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. 3. Malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. 5. Improper preoperative or intra-operative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture, and/or excessive wear. 7. The surgeon is to be thoroughly familiar with the implants, instruments and surgical procedure prior to performing surgery. Do not reuse implantable devices. While an implant/device may appear undamaged, previous stress may have created imperfections that would reduce the service life of the implant/device. Do not treat patients with implants/devices that have been even momentarily placed in a different patient. Furthermore, re-using an implant could cause patient contamination. 14. Do not use any component that is nicked, scratched, chipped or otherwise altered. 16. All modular components must be accurately seated to reduce the risk of disassociation. 17. Do not use ceramic components that have been dropped, rubbed, scratched, or disfigured. Blemishes of any nature may be expected to cause failure. 19. For taper fitting acetabular inserts, mal-alignment can cause the insert to become wedged in the shell. Subsequent attempts to remove the insert can cause chipping of a ceramic insert and/or gouging of the metal shell. 20. Always ensure proper alignment and seating of the acetabular insert before impacting to prevent chipping or damage. 21. Once ceramic components have been seated do not remove and reuse. 22. Prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component. Exceed¿ abt® acetabular system surgical technique (2016 zimmer biomet) provides instructions on how to insert and remove the liner: page 14 provide liner insertion instructions: ¿position the definitive biolox delta or e1 tapered liner with the aid of the insertion device and handle, being careful not to misalign the insert. Place fingers around the face of the shell to ensure that the liner is properly aligned. The edge of the liner must be flush with the edge of the acetabular shell prior to applying any impaction force to the liner. Page 18 provide liner removal instructions: should it be necessary to remove a biolox delta or e1 tapered liner, the insert remover can be used in conjunction with the insertion device. First attach the insertion device to the articulation surface of the liner and impact the rim of the shell with the insert remover, being careful not to impact the liner itself. The vibration created from the impact will loosen the liner from the shell and allow it to be removed. 7) risk assessment: 7.1 risk file reference: f. Risks associated with the implant are covered in the risk management file: exceed abt shells & inserts (document no. (B)(4); december 2017). G. The reported hazardous situation is covered in line 9 (exceed abt ceramic inserts). Hazard: implant component fracture. Failure cause: poor technique / instrumentation leading to damage during implantation. 7.2 risk assessment investigate risk: implant component fracture. Severity of the investigate risk: surgical delay, serious: s-4 (delay in the surgery for 1 hour). Occurrence score ¿ p-2. Risks covered by the risk file: implant component fracture. The risk severity anticipated in the risk file is s-4. Occurrence score p-2. 7.3 occurrence rate assessment. A. The time period used for sales and complaints data search: dec 2, 2016 to 11 mar 2020. B. Sales data for exceed abt biolox delta liner, biolox delta xlw-18 insert and exceed abt biolox forte liner: 18809. C. Complaint history search criteria: number of ceramic exceed abt liners reported under similar complaints in the time period of dec 2, 2016 to 11 mar 2020. The complaint were filtered manually. D. Number of items reported in the time period: 8. 6 items (2 complaints) were reported from the same surgery. E. Occurrence ratio: 1 in 2351; (p-2). 7.4 risk score = severity x occurrence =4 x 2 = 8. 7.5 risk assessment summary. There have been additional 3 complaints reported in the time period of dec 2, 2016 to 11 mar 2020. In total 8 items from different batches have been reported. 6 items (2 complaints) were reported from the same surgery. B) the severity and occurrence of the harm reported in the complaint is within the limits provided in the risk management file. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a bilateral hip replacement procedure. During the surgery, five exceed abt biolox delta liners fractured. Spare implants were used to complete the procedure.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Report source: (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. Concomitant medical products: medical product: biolox delta lnr 32mm 50-52mm catalog #: 650-0791 lot #: 2018031015, medical product: biolox delta lnr 32mm 50-52mm catalog #: 650-0791 lot #: 2017121402, medical product: biolox delta lnr 32mm 50-52mm catalog #: 650-0791 lot #: 2017121024, medical product: biolox delta lnr 36mm 58-60mm catalog #: 650-0796 lot #: 2016011033, medical product: biolox delta lnr 36mm 58-60mm catalog #: 650-0796 lot #: 2015100886, medical product: exceed abt 3hl shell 39/50mm catalog #: 123950 lot #: 6500384. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00939. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a bilateral hip replacement procedure. During the surgery, five exceed abt biolox delta liners fractured. Spare implants were used to complete the procedure.